Manufacturer narrative:
Supplemental being submitted per request of FDA to include necessary attachments.

Manufacturer narrative:
Supplemental being submitted per request of FDA to: select literature as report source in g2, update number of events in h1, and include link/website to literature source in h11. Link/website: https://oversea.cnki.net/kcms2/article/abstract?v=tc3tamdixnfoeq5ztfhxqf_p9svb6aj62awydcbzljjqkxtnkia1a569s0hz5e7kv94emaqsvax5j0yvizqfaeaawhnbgx70cwfxyecqnftfd5dbq4mgsabjxmj7paoxn-sxmrsmxthaa5qfd-ao2jv08tu5e8fhf_8xdpij9j9fne7302qpoq==&uniplatform=oversea&language=en.

Event description:
It was reported on (B)(6) 2025 that a literature source stated the following adverse reactions were a result of procedure: anastomotic leakage, incision infection, and anastomotic bleeding. No treatment was reported. No additional information was received.

Manufacturer narrative:
The actual device was not available for review. Without receiving sterile devices from the same finish, the ethicon third party evaluation of the needle component, or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component, the size trocar used compared to the size needle on the device, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time. An evaluation of the manufacturing records could not be performed as the required lot number was not provided to complete the evaluation. Indications: stratafix ¿ spiral polypropylene device is indicated for use in soft tissue approximation where use of absorbable sutures is appropriate. Contraindications: stratafix ¿ spiral polypropylene device is not indicated for surface closures through the epidermis, as the smell opposing facing barbs make stratafix ¿ spiral polypropylene device removal unfeasible. Warnings: the loop of the stratafix ¿ spiral polypropylene device for wound closure should be deployed by users familiar with surgical procedures, techniques and tissues. Physicians should consider the quantity and quality of tissue in which the loop will be anchored. The use of this suture may be inappropriate in highly vascularized tissue or fragile tissue that cannot withstand potential further tightening/connection within the loop. Users should be familiar with surgical procedure and techniques involving absorbable sutures before employing stratafix ¿ spiral polypropylene device for wound closure, as risk of wound dehiscence may vary with the site of application and the suture material used. Physicians should consider the in vivoperformance (under actions section) when selecting a suture for use in patients. The use of this suture may be inappropriate in elderly, malnourished or debilitated patients, or in patients suffering from conditions which may delay wound healing. As with any foreign body, prolonged contact of any suture with salt solutions, such as those found in the urinary or biliary tracts may result in calculus formation. Acceptable surgical practice should be followed for the management of contaminated or infected wounds. The safety and effectiveness of stratafix ¿ spiral polypropylene device has not been established for use in fascial closures (including abdominal wall, thoracic and extremity fascial closures), gastrointestinal anastomoses, cardiovascular tissue, neural tissue, osseous tissue, tendinous tissue, ophthalmic surgery, or for use in microsurgery, therefore this product should not be used for these purposes. Precautions: the stratafix ¿ spiral polypropylene device contains bidirectionally oriented barbs to anchor tissues and does not require knots to approximate opposing edges of a wound. Tying knots on the barbed section of the material will damage the barbs and potentially reduce the suture tensile strength and barb effectiveness. For the bidirectional forces to be created and for the device to function properly, both sides of the stratafix ¿ spiral polypropylene device must be engaged in the tissue. Additionally, when completing placement, an additional backstitch or bite of tissue lateral to the end of the incision is required to lock the stratafix ¿ spiral polypropylene device in place. Avoid contacting the stratafix ¿ spiral polypropylene device and associated needles with other materials (e.g. Surgical gauze, drapes, etc.) In the surgical field to prevent ensnaring on the barbs. If the barbs catch, carefully pull the material in the opposite direction of the needle to disengage it from the barbs. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments, such as needle holders and forceps. Do not pull the stratafix ¿ spiral polypropylene device out of the package by the needles as this can cause the barbs to catch on one another. Do not attempt to remove memory in the polymer by running fingers down the suture material as this can damage the barbs. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances wound dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with stratafix ¿ spiral polypropylene device. When using stratafix ¿ spiral polypropylene device subcutaneously, the device should be placed as deeply as possible in order to minimize erythema and induration normally associated with absorption. Acceptable surgical practice should be followed with respect to drainage and closure of infected wounds. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Users should exercise caution when handling surgical needles to avoid inadvertent needle sticks. Discard used needles in ¿sharps¿ containers. Adverse reactions: adverse effects associated with the use of this device may include wounds failure to provide adequate wind support enclosure of the site or expansion, stretching or distention occur failure to provide adequate wind, support, elderly malnourished or debilitated, patients or impatient suffering from conditions may delay wound healing infection, minimal, acute inflammatory tissue reaction, localized irritation when skin sutures are left in place for greater than seven days, suture extrusion, and delayed absorption in tissue with poor blood supply calculate formation and urinary tracks when prolonged contact with salt solutions, such as urine and bio occurs and transitory local infection at the wound site. Broken needles may result in extended or additional surgeries or residual foreign bodies. Inadvertent needle sticks with contaminated surgical needles may result in the transmission of bloodborne pathogens.

Manufacturer narrative:
Supplemental being submitted per request of FDA to: select literature and/or study as report source in g2, update number of events in h1, and include link/website to literature source in h11. Link/website: tc3tamdixnfoeq5ztfhxqf_p9svb6aj62awydcbzljjqkxtnkia1a569s0hz5e7kv94emaqsvax5j0yvizqfaeaawhnbgx70cwfxyecqnftfd5dbq4mgsabjxmj7paoxn.

Event description:
It was reported on 7 july 2025 that a literature source stated the following adverse reactions were a result of procedure: anastomotic leakage, incision infection, and anastomotic bleeding. No treatment was reported. No additional information was received. Anastomotic leakage (2), incision infection (2), anastomotic bleeding (1) ¿ 5 adverse reactions out of 100 patients involved.

Manufacturer narrative:
Added literature source attachment.